Event description:
Reviewed surgical database report of a broken nail. Reviewed surgeons report of a broken im nail due to a non-union. Reviewed patient x-rays which showed a sign nail broken at the non-union and the proximal distal slot. The non-union allowed the fracture to shift and apply stress to the distal end of the nail and at the site of the non-union. The surgeon preformed an exchange nail surgery to repair the fracture and replace the im nail. No indication of product defect.